Event description:
The pt was implanted with implants on 7/8/96. On 7/31/96 the physician noted that the pt's right breast had developed an infection. No add'l info regarding this occurrence the physician noted is available at this time. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (effective date, 2/10/92). Any perceived increase in frequency of of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.